Event description:
It was reported that a patient was diagnosed with total hearing loss in one ear following a 30 minute magnetic resonance exam. The patient had been provided hearing protection. The patient is under the care of a physician, but the details of the medical treatment that has been provided are not known at this time. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow up report will be submitted when the investigation has been completed.